Manufacturer narrative:
Device pending return.

Event description:
The customer reported that after conventional connection of lead wire and blood oxygen finger clip, the heart rate waveform of the patient was complicated and messy, and the changes of the patient's vital signs could not be observed, and the alarm sound could not be adjusted. The device was in use on a patient. There was no report of patient or user harm.